Manufacturer narrative:
Information was received via journal article. Rogers, et al. "The reconstruction of periprosthetic pelvic discontinuity" journal title 27:8 1499-1507.

Event description:
It was reported in a journal article that two patients were revised due implant failure on an unknown date. No further information is available at this time.

Manufacturer narrative:
No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the in-vivo time of the device could not be determined. Insufficient information was provided to perform a complaint history search. This device is used for treatment. Insufficient information was provided to perform a compatibility check. Surgical notes were not provided. It could not be confirmed if the devices were used in an approved and compatible combination. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are also unknown. A definitive root cause cannot be determined with the information provided.